Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (paralysis). (Insufficient information; cause is unknown).

Event description:
It was reported that a valiant stent graft system was implanted for the endovascular treatment of an acute descending thoracic dissection under physician-sponsored ide # (B)(4). The aneurysm and vessel morphology were not reported. The patient initially presented with acute chest, abdomen and back pain, and a pulse differential in the lower extremities. A CT scan showed an acute descending thoracic dissection with evidence of malperfusion of the left kidney. The valiant stent grafts were implanted, intentionally covering the left subclavian artery. Ivus and echocardiography after this procedure demonstrated immediate flow 22 stagnation in the false lumen. Early the next morning after the procedure, the patient started to complain of numbness and weakness in both lower extremities. The mean arterial pressure was increased and a cerebrospinal fluid drain was placed. Improvement was seen but in order to improve collateral blood flow to the spinal cord, a left common carotid to axillary artery bypass was performed. A lumbar drain was also placed the next day to help increase spinal perfusion. Motor function improved after these interventions and the subject was able to be discharged home with resolution of the paraparesis on post-op day 8. No additional information is available, and no additional clinical sequelae were reported.